Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a program check it was noted the patient has a moderate amount of pericardial effusion. The patient was admitted to the hospital and it was suspected that the right ventricular lead had passed through heart membrane and epicardium and caused the pericardial effusion. The patient received medication and the lead was repositioned. The patient received ultrasonic cardiogram once a week since hospitalization, the pericardial effusion was not increased, and the patient was discharged. The patient is enrolled in the improve sudden cardiac arrest (sca) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.